Manufacturer narrative:
(B)(4). Hp activation switch shorted. Additional information: this is to confirm that no further information will be provided about this event. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and an error code 7 was displayed by the screen when trying to perform the hand activation test. The instrument was disassembled to perform an internal electrical test that revealed a short circuit condition at the cable level, affecting the hand activation feature of the device in such way that made it not functional. No conclusion could be drawn as to what caused this cable condition. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the customer was unable to activate the device; an alarm goes off and request repair. No other information is known at this time. There was no indication to date of adverse consequences to a patient.